Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: cervical hernia. Procedure: cervical anterior fusion it was reported that on unknown date, post-op, the implant got deviated in the patient's body. A revision surgery was performed for fixation.